Event description:
Account alleged head section will only lower to about 15 degrees. There were no reported injuries or incidents.

Manufacturer narrative:
Tech checked hydraulic function o/k. Checked service required. No codes. He calibrated position sensors to resolve the issue.